Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on the same side. The device was explanted.

Event description:
Patient reported left side rupture. Healthcare professional reported "implant rupture. Linear longitudinal deep rupture, around the implant sticky transudate with the presence of gel. Dense fibrous capsule." Patient reported additional, "I was explanted recently due to left implant rupture on the same side as per MRI and ultrasound. Pre-surgery ultrasound showed lymphadenopathy, but upon explantation it was a silicone migration." Confirmation of lymphadenopathy or silicone migration has not been confirmed by physician. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: device patch with lot number 2776852. Material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration: unable to observe as it is a medical event that is not related to the device.